Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. Reportedly, the image was intermitent that just went in and out. The procedure was not completed. A stent was placed and the procedure was reschedule. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the elevator marks were observed along the shaft from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. A functional evaluation noted that no image was displayed, and the device was not recognized when the device was connected to a controller. Additionally, the device was analyzed as spyglass camera wire damaged and spyglass camera connection issue. No other damages were noted. The reported event was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), possibly due to mechanical forces applied to the camera wire as the device was assembled or the tip was articulated. Once the wires were separated, it was possible for corrosion to begin to take place in the gap formed between the wires and the rdl. It was noted that the wires or tsvs appeared to have residue present, possibly from fluid ingress or corrosion. It is possible that fluid reached the rdl or tsv and as it dried, electrical properties of the connection point changed and resulted in the failure of the device. An investigation has been completed and a solution has been implemented to address visualization issues due to fluid ingress at the rdl. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. Reportedly, the image was intermittent that just went in and out. The procedure was not completed. A stent was placed and the procedure was reschedule. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.